Manufacturer narrative:
Concomitant product(s): a 22g needle, MFR unk; heparin 500units/5ml, MFR unk; ns flush, MFR unk; therapy date (B)(6) 2017. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the patient's left subclavian port was packed with heparin on (B)(6) 2017. They were unable to draw back any fluids from the line while attempting to pack the line with heparin. The "vat" was requested to assess the port and line and while attempting to flush the line the normal saline ejected out from the line prior to reaching the patient and appeared to have a kink/puncture in the tubing. The needle and tubing were removed, the md was made aware and the port was re-accessed using a 22g needle with positive blood return and then flushed with normal saline and packed with heparin 500 units/5ml. There was no report of patient harm.